Event description:
The customer reported the device shut down after performing a preventative maintenance. : no report of patient involvement / harm.

Manufacturer narrative:
Root cause: the failure of c56 prevented the power supply from operating on ac power.